Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was alleged of under delivery. Blood glucose level at the time of the incident was 15.0 mmol/l and come down to 6.7 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer treated with bolus. Customer was alleging possible pump under delivery due to blood glucose not going down. Customer performed high pressure test and resulted with insulin came through. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.